Manufacturer narrative:
The initial medical device report was submitted 2938836-2015-01796. Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the patient received alerts for premature eri. Device was explanted. Patient in good condition after the event.